Manufacturer narrative:
Ab)based upon the inquiry info received and the visual examination, it was concluded that the instrument's balloons had become torn during surgery, making the instruments non functional. The instruments were received with the balloons torn and the spacers were not returned. No conclusion could be reached as to how the balloons had become torn. Ab)each instrument is evaluated during the assembly process to ensure that it functions properly. The balloon may become compromisedif it is inflated while positioned in the cervical canal. A large uterus indicates the use of the um202. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a diagnostic laparoscopy. The device was inserted and the balloon was inflated with 8cc saline. The balloon burst. A second device was introduced and the same events occurred. There was no consequence to the pt.